Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the pump, and the connector fractured and became difficult to remove; photographs were provided, and troubleshooting guidance included using needle-nose pliers, applying slight downward pressure, and twisting counterclockwise, after which the user removed the broken connector and cartridge and successfully rewound the pump without alerts. No adverse clinical effects. Or injury reported. Outcomes included no impact to therapy beyond transient interruption and no medical intervention. Investigation included user communication, review of images, and troubleshooting guidance. Investigation of this case revealed a cracked connector consistent with mechanical damage from impact, with no pump malfunction observed after removal and rewind. It was concluded, based on previously established findings for similar reports, that the cause was user-related mechanical damage due to an external drop.